Manufacturer narrative:
On completion of the investigation a follow up report will be submitted. Not available for return.

Event description:
It was reported that two days after implant the graft became occluded. The graft had to be explanted 3 weeks after implant.

Manufacturer narrative:
Based on the details provided a determination as to the reasons why the graft thrombosed is unknown. Being that the physical graft could be seen at the distal incision after 3 weeks may have contributed to the thrombosis formation seen. As mentioned in the adverse reaction section of the instructions for use, thrombus formation is listed. The graft product is provided sterile to the user. The product is sterilized using a traditional 3-step ethylene oxide (eo) cycle that delivers a 10-6 sterility assurance level (sal). This cycle is validated using biological indicators (bis) per the ¿overkill method¿ outlined in ansi/aami/iso 11135-1:2007, sterilization of health care products¿ethylene oxide ¿ part 1: requirements for development, validation and routine control of a sterilization process for medical devices. As the lot number was not provided a review of the device history records could not be performed. Conclusion: atrium medical corporation cannot conclude that the thrombosis and collapse of the graft was due to the manufacture or design of the product.

Event description:
N/a.